Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool smarttouch sf catheter and the patient experienced a cardiac tamponade which required pericardiocentesis. A patient, in their 60¿s, came into the procedure with a known pericardial effusion and as the case proceeded, the effusion grew larger throughout the procedure, and the procedure was aborted. Thirty generator recorded ablations (radiofrequency) were performed between the right ventricular outflow tract and left ventricular outflow tract. The catheter was inserted venous and arterial for access to both right and left ventricles. The effusion grew larger, which was confirmed with intracardiac echocardiogram, and anesthesia noticed a drop in blood pressure and alerted the physician. A closer look at the echocardiogram at this point discovered the effusion had grown, and this was when the physician decided to abort the procedure. It is unclear exactly how much larger it grew. Pericardiocentesis was performed on the patient, but the amount of blood drained was unknown due to it being drained and put back into the patient. Patient¿s condition improved. Physician¿s opinion on the cause of this adverse event is that it could be due to increased heparin/higher activated clotting time.